Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to painful at the pocket site. A pocket revision was performed completely. There were no additional adverse patient effects reported. This lv lead remains is service.

Manufacturer narrative:
This supplemental report was created to update b5 and d6b: this device was explanted due to infection.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to painful at the pocket site. A pocket revision was performed completely. There were no additional adverse patient effects reported. This lv lead remains is service. Additional information indicated that this lv lead was explanted due to infection. There were no additional adverse patient effects reported.